Event description:
It was reported that asymptomatic patient presented in clinic after several non-sustained rv oversensing episodes were observed via merlin.net transmissions. Upon review of stored electrograms, it was noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing since august. Programming changes were made in clinic on (B)(6) 2017, and the patient was stable before, during and after the event.

Manufacturer narrative:
Programming changes were not made and the implantable cardioverter defibrillator has continued to oversense in the same manner as previous.